Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was moved two inches higher on the belt line. It was noted that the patient had lost weight which caused pocket discomfort. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.